Manufacturer narrative:
(B)(4). Date sent: 5/28/2026. D4: batch #unk. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec3d60l device was returned with no apparent damage and with an er60g reload present. The reload was received fully fired. Upon visual inspection of the knife no damages were observed. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. No malformed staples were observed. The event log showed that the device had 1 clinical firing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a98u32, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap gastric sleeve procedure, it was observed that the staple line only went 2/3 of the way up. Green 60 4000 reload on the first fire of a sleeve. Surgeon said there were serosal tears and bleeding; and so he had to over sew the staple line. There was a 8 minute of surgical delay. There was no patient consequence reported. No additional information provided.